Event description:
Procedure: gastrectomy. According to the reporter: two-thirds of the staple line was incomplete. Staples were not placed and the stomach lumen was visible. The procedure was completed with another device. Surgery time extension was reported as more than 30 minutes. Additional tissue was resected.

Manufacturer narrative:
(B)(4)